Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. It was reported that the patient was at church with his daughter at the time of the event. The patient's daughter reports that the patient was pressing the response buttons intermittently during the event. Review of the patient's flags and ECG data indicates that the response buttons were not pressed until after the treatment was delivered. The patient remains at home and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remains at home and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date and usage: monitor sn (B)(4): 07/2014 - reuse. Electrode belt sn (B)(4): 07/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).